Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 4. Details of surgery: implant surface not completely covered with bone, sinus augmentation, ridge augmentation and immediate extraction site. On (B)(6) 2026 osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.